Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -5.0/4.5/177 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2024. The patient experienced refractive surprise. On (B)(6) 2024 the lens was exchanged with a same length lens but different power lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the product. Visual inspection found the lens optic deformed and haptic torn/deformed. Dimensional and function inspection found the lens within specifications. Claim#: (B)(4).